Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, negative pressure was applied to the intra-aortic balloon (iab) to allow it to pass through the sheath but it could not. A new iab was inserted and passed through the sheath without any problem. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).